Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak and pressure testing was performed and the device leaked between the port tube and the port seal area. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 2: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a intravia container was leaking at the seam of the spike port. The device was filled with hydromorphone and bupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.